Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to avoid inappropriate shocks. The lead was suspected to be fractured. The lead was explanted and replaced with a subcutaneous ICD system.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to high impedance on the svc coil and rv coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.